Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre sensor scan was reading high compared to an unspecified adc meter. Sensor scan readings of 10.2 mmol/l and 16.2 mmol/l were compared to meter readings of 2.2 mmol/l and 10.2 mmol/l respectively. The customer experienced a loss of consciousness and was transported to the hospital by ambulance. At the hospital the customer was diagnosed with hypoglycemia and treated with "sugar by drinking". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A customer reported that her adc freestyle libre sensor scan was reading high compared to an unspecified adc meter. Sensor scan readings of 10.2 mmol/l and 16.2 mmol/l were compared to meter readings of 2.2 mmol/l and 10.2 mmol/l respectively. The customer experienced a loss of consciousness and was transported to the hospital by ambulance. At the hospital the customer was diagnosed with hypoglycemia and treated with "sugar by drinking". There was no report of death or permanent injury associated with this event